Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echocardiogram (tee), a small device related thrombus/strand was noted on the threaded insert of the device. The device position was excellent with only a less than 2mm leak noted on the mitral annulus aspect of the device. The patient was on 2.5mg of eliquis at the time of the event and this was increased to 5mg when the thrombus was noted. A follow-up tee will be performed in 6 weeks.